Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hv supply regulator pcb, gen was filament driver pcb, snubber board hv tank, battery pack and x-ray tube. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the monitor on the 9800 system keeps going out during fluoro. There was no report of patients injury.